Event description:
It was reported that the atrial lead exhibited low lead impedance and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a break in outer insulation at 16.3 cm to 17.4 cm from connector pin. Outer coil was fractured at 16.3 cm to 16.9 cm from connector pin; the inner insulation was also damaged in this region. The damage sustained in this area is consistent with clavicular crush which could have led to the reported low lead impedance.